Event description:
It was reported that the programmer was not working and it would ¿not sync or something.¿ the patient was not sure what was wrong with the programmer was. The patient was reportedly using the antenna. The patient was able to sync with the implantable neurostimulator (ins) and was currently on program 1 at 2.0volts. The patient confirmed that there was ¿no lightning bolt in the ins.¿ the patient was talked through turning on the ins and the patient confirmed seeing a lightning bolt in the ins icon now. The patient did not know how stimulation got turned off. The patient denied trying to use the programmer earlier and accidentally turning of stimulation. It was also stated that the patient had to hold down the blue on/off button for ¿forever¿ in order to turn of the programmer. The problem with the on/off button had been going on for a while. It was reviewed that if the patient left the programmer alone, it would time out and shut off by itself.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0b716, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).